Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on an unk date. It was reported that the pt's lead migrated. A revision to reposition the lead is planned. No additional info is available at this time.